Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following the snap shunt implant, the patient was symptomatic so a revision was performed to remove the shunt. It was also noted that the health care provider (hcp) noticed leaking from the snap to the valve so the snap was replaced. It was later reported that the symptoms the patient experienced were those associated with intracranial pressure. It was also confirmed that the patient's current status was "good" following the removal of the product. When inquired about the cause of the event, it was stated that the health care provider (hcp) believed that there was a leak at the snap and valve connection. The hcp also did not report any environmental/external/patient factors that may have led or contributed to the issue.